Manufacturer narrative:
H3: visual examination of the explanted dome found scratches in the anterior to posterior direction. The explanted insert showed scratches along the surface of the poly, with two particles embedded in the poly. Particles were analyzed via sem-eds, which measured a composition of titanium.

Event description:
Allegedly, the patient underwent a total ankle replacement surgery. It was reported that the patient complained of pain after tweaking ankle/foot. Pain never subsided and seemed to come from the tibia. The patient underwent a revision surgery. Implants came out with relative ease. Tibia implant had some bony ingrowth into plasma spray coating. Talus implant had little bony ingrowth into implant.

Manufacturer narrative:
Device evaluated by MFR: the implants have been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
Allegedly, the patient underwent a total ankle replacement surgery. It was reported that the patient complained of pain after tweaking ankle/foot. Pain never subsided and seemed to come from the tibia. The patient underwent a revision surgery. Implants came out with relative ease. Tibia implant had some bony ingrowth into plasma spray coating. Talus implant had little bony ingrowth into implant.